Manufacturer narrative:
Concomitant products: it was reported that an axcelguide guiding system (medikit, 5fr), an intermediate 175cm guide wire by asashi intecc (name unknown), a 5fr guiding catheter by medikit (name unknown), an excelsior 1018 (stryker, type unknown), and a dcs syringe ii (lot unknown) were used for this procedure. Information regarding patient age or concomitant medications were unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of an internal carotid/posterior communicating aneurysm, it was reported that a small crack was found on the syringe part of the dcs syringe ii (635-002/96331228) during the procedure (exact location of the crack was not provided). Although the crack did not pose any problem for the actual use, the physician was concerned with the crack, thus it was replaced with another syringe (lot unknown). There had been no attempt to detach a coil and no air was found in the syringe. The packaging was not damaged. The patient¿s vessels were heavily tortuous and moderately calcified. The procedure was completed without further issues. However, due to the event it was delayed for 10 minutes. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Due to the fact that the patient was a hbv carrier, the complaint product was discarded. No further information was available. The product was not available for analysis. Atrion medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 96331228. The history records indicate this product was final inspection tested at atrion medical and was determined to be acceptable. The crack in the syringe could not be confirmed without product return. Based on the information provided, it is not possible to determine what factors may have contributed to this event. The device was inspected prior to the distribution, and there was no evidence to suggest the event was related to a manufacturing issue. No corrective actions will be taken at this time.

Event description:
(Ref: (B)(4)) damaged. During coil embolization of an internal carotid/posterior communicating aneurysm, it was reported that a small crack was found on the syringe part of the dcs syringe ii (635-002/96331228) during the procedure (exact location of the crack was not provided). Although the crack did not pose any problem for the actual use, the physician was concerned with the crack, thus it was replaced with another syringe (lot unknown). There had been no attempt to detach a coil and no air was found in the syringe. The packaging was not damaged. The patient¿s vessels were heavily tortuous and moderately calcified. The procedure was completed without further issues. However, due to the event it was delayed for 10 minutes. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Due to the fact that the patient was a hbv carrier, the complained products have already been safely disposed. No further information was available.